Manufacturer narrative:
The local area field representative was contacted for additional information regarding initial reporter name and event resolution. The field representative was unable to provide additional details about the initial reporter, however he did note changes to the patient's medication and a system upgrade. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system had a history of atrial fibrillation (af), and it was suspected that this ICD had inappropriately delivered tachy therapy due to af with rapid ventricular response (rvr). Two bursts of anti-tachycardia pacing (atp) and one shock were delivered, however therapy was not exhausted. This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that amiodarone medication dose was increased and the ICD system was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system had a history of atrial fibrillation (af), and it was suspected that this ICD had inappropriately delivered tachy therapy due to af with rapid ventricular response (rvr). Two bursts of anti-tachycardia pacing (atp) and one shock were delivered, however therapy was not exhausted. This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that amiodarone medication dose was increased and the ICD system was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding initial reporter name and event resolution. The field representative was unable to provide additional details about the initial reporter, however he did note changes to the patient's medication and a system upgrade. If information is provided in the future, a supplemental report will be issued. -- the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system had a history of atrial fibrillation (af), and it was suspected that this ICD had inappropriately delivered tachy therapy due to af with rapid ventricular response (rvr). Two bursts of anti-tachycardia pacing (atp) and one shock were delivered, however therapy was not exhausted. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding initial reporter name and event resolution. If information is provided in the future, a supplemental report will be issued.